Event description:
It was reported that the patient did not recharge the scs ipg per the manufacturer's recommendation. Troubleshooting was attempted, but ipg could not connect with the external devices. In turn, the ipg was inoperable. Surgical intervention may be pending to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. Issue resolved and therapy has been restored.